Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Additionally, it was found that the colonovideoscope experienced an e216 error. The image was able to be restored after replacing the plug unit and the advanced diagnostics cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: establishment name is: (B)(6).

Event description:
It was reported the colonovideoscope exhibited a whiteout image. There was no patient involvement.